Event description:
During a procedure using the cryospray ablation system, the patient experienced a mallory-weiss tear in the esophagus. The patient also exhibited pulmonary distress. The patient was subsequently admitted to the hospital. The patient began forcefully coughing and heaving during the second cryo therapy treatment. The physician subsequently stopped the procedure; additional sedation (anesthesia) was administered to calm the patient. Upon re-inserting the endoscope to re-start treatment, a (B)(4) tear was noted distally from the cryo treatment sites. The procedure was again stopped. Once the endoscope was removed from the patient, the patient's oxygen level fell very low. The patient was given supplemental oxygen to bring up the saturation levels. Patient went to recovery room still in pulmonary distress, and was admitted to the hospital. The patient remained hospitalized three days post procedure.

Manufacturer narrative:
The physician stated that he believed the (B)(4) tear occurred as a result of the forceful coughing. As documented in medical literature, this is a common cause of a (B)(4) tear. The patient has a known history of copd and chf. It is not known to what extent this may have contributed to the patient's pulmonary distress and poor oxygenation (hypoxia). Multiple attempts by csa medical personnel to obtain a detailed patient history, current physical condition, medication list and a documented diagnosis from the physician have been unsuccessful. Two csa medical clinical specialists were on-site observing the procedure at the time of the event. It was noted that the cryospray ablation system appeared to be functioning properly and was being used by a physician in a manner consistent with csa training and instructions for use. Following the event, the physician performed several other procedures using cryospray ablation system s/n (B)(4). All were successfully completed with no reported problems. On (B)(6) 2007, csa medical evaluated the cryospray ablation unit at the hospital and confirmed that it met all specifications. A review of production records show that catheter kits from lot 9978 also met all specifications.